Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that during treatment for in-stent restenosis of another company's stent, the voyager balloon catheter ruptured at 16 atm (above rated burst pressure). Another voyager was used and it ruptured at 14 atm. The physician believed that the balloon may have ruptured because of stent struts protruding into the lesion. Reportedly, there were no pt effects. No add'l event or pt info is available.

Manufacturer narrative:
The voyager balloon catheter (1011392-15 / lot # 8011631) mentioned the event description as the second voyager used during the procedure is being filed under MFR # 2024168-2008-00341.